Manufacturer narrative:
Na

Event description:
The hospital biomedical tech reported the ventilator had an odor of overheating upon power on. The ventilator was not in use on a pt, therefore, there was no pt involvement or harm. The MFR's service tech confirmed the customer reported problem. The service tech reported the snubber board on the power supply was damaged. The service tech replaced the power supply to correct the findings. Damage due to overheating of the snubber pcb and power supply may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.